Manufacturer narrative:
Results: inherent risk of procedure (gi bleed).

Event description:
The patient had one endeavor sprint otw implanted in the prox lad with no issues reported. It was reported that 14 months from the index procedure, the patient was admitted with a possible gi bleed, hypochromic anaemia and had egd colonoscopy and all tests gastric erosion. It was also reported that the bleed was in the location segment of abdominal aorta. The patient received a transfusion.